Event description:
Hgm field service engineer was servicing the customer's laser at their location. He discovered a power output problem, at 150 milliwatts setting the laser delivered 3 watts. He set the output to 180 milliwatts and the laser operated normally. Repeated checks produced the same results. Because the laser had just been calibrated with no alignment problems he shut down the laser and all accessories be returned to the factory for a complete checkout before the system is used for any medical procedures. The hospital representative signed the service report that documented the factory recommendation. There was no injury to a patient or medical staff.